Event description:
Customer's daughter reported blood glucose results of 85 mg/dl on a professional system, 37 mg/dl and 78 mg/dl within 10 minutes on the customer's advantage system. Customer reported no symptoms, self-treated with juice and food. No adverse event reported. A request was made for the return of the system, replacement was sent.